Event description:
Information received indicates the left intermediate siderail is not staying up.

Manufacturer narrative:
The technician cleaned and lubricated the siderail latch to repair the bed.